Event description:
According to the reporter, during dialysis, the reason for the emergency change was that there had been two massive aspirations of air over the arterial leg of the catheter, dialysis was automatically stopped, the patient was not harmed but there was a risk of a massive air embolism. The physician then checked the catheter after the change and found a leakage of the arterial leg in the attachment area. It was mentioned that the patient was referred to the doctor by an external hospital shortly before christmas for a catheter change and the 14.5 fr (french) 28 centimeter catheter was not inserted at the physician's facility but inserted from a different hospital. The referring physician was from the internal medicine department of other hospital (on duty at the time), the catheter was not repaired and the device replacement from the ward was carried out on (B)(6) 2023 without any problems, a vector flow catheter from the competitor's company was inserted. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the luer adapter to be cracked, leaking, or broken. It was reported that there was an insufficient flow issue, and there was a leak or hole on the extension tube. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, the reason for the emergency change was that there had been two massive aspirations of air over the arterial leg of the catheter, dialysis was automatically stopped, the patient was not harmed but there was a risk of a massive air embolism. The physician then checked the catheter after the change and found a leakage of the arterial leg in the attachment area. It was mentioned that the patient was referred to the doctor by an external hospital shortly before christmas for a catheter change and the 14.5 fr (french) 28 centimeter catheter was not inserted at the physician's facility but inserted from a different hospital. Nothing unusual observed on the device prior to use. No defects/damages found on the product where the leak was observed. It was not known what type of leakage it was. The referring physician was from the internal medicine department of other hospital (on duty at the time), the catheter was not repaired and the device replacement from the ward was carried out on (B)(6) 2023 wi thout any problems, a vector flow catheter from the competitor's company was inserted. There was no reported patient injury.